Event description:
It was reported by the vad coordinator that this patient states power sources would not connect well to port number 2. There was no effect on the patient. Primary controller exchanged and removed from service. There is no other information available at this time. The investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed visually and tactilely. Analysis of controller (B)(4) revealed that the device failed to meet specifications; the device failed visual examination due to power ports 1 and 2 connectors being slightly loose but passed functional testing. It was noted that both ports performed proper mating and locking action when a power source is connected. Controller functionality was tested and the system testing did not indicate any abnormal operation of the controller. The device was related to the reported event. DHR review did not reveal any abnormalities related to this controller. The confirmed device malfunction is related to the reported event. The most likely root cause of the failure may have been the connector was not properly tightened during assembly. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Current device location is unknown.